Event description:
It was reported that during a colonic stenting treatment procedure, the stent deployed outside the patient. A 10x60 blry endo uni plus hal07.5f/219cm stent had been advanced to treat a stenotic duodenal lesion. The physician ws unable to deploy the device as the stent would not expand. The device was removed from the patient. The device was disinfected at an unspecified time "later" and the stent "suddenly" deployed. The procedure was able to be completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".